Event description:
Doctor reported via our sales rep, that he noted after a surgery procedure, that the tip is broken off.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.